Event description:
Procedure type: gynecology. According to the reporter: during 1st firing for resection of vagina, the handle made a loud crack at around 30 mm and could not be squeezed after that. The black plastic part which connected the stapler and the shaft was broken and the device could not be removed. Broken pieces fell into cavity, but all were retrieved. Additional resection was performed to remove the device and the tissue was sutured manually. There was oozing and tissue damage. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).